Manufacturer narrative:
Device evaluation details: the thermocool® smart touch® sf uni-directional navigation catheter was returned to biosense webster inc (bwi) for evaluation and the evaluation was completed. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material and a hole in the pebax. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues were observed. The blood found inside the pebax area may contribute to the magnetic issue. A manufacturing record evaluation was performed and no internal action was found during the review. The issues reported by the customer were confirmed. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ persistent ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during first ablation attempt, energy delivery caused massive distraction and failure of catheter visualization on carto3 system. As a consequence customer stopped ablation immediately and catheter was withdrawn from patient. When the device was visually inspected, blood was found in catheter tip and sensor compartment. A new catheter was used and procedure performed successfully. The procedure was delayed for 3 minutes. There was no patient harm. The customer¿s reported issues of magnetic sensor and foreign material in the catheter tip are not considered to be MDR reportable issues since the potential that these could cause or contribute to a death or serious injury, or other significant adverse event, are remote. On (B)(6) 2022, the bwi pal revealed that a visual inspection of the returned device found hole in the pebax. This finding was reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.